Event description:
Patient reported a cerebrospinal fluid (csf) leak following a neural decompression procedure in which duraseal was not used. Surgeon provided the following information: initial spine surgery was performed in 2006. Surgeon noted the dura appeared very thin and attenuated, with a small leak occurring laterally. The dura was sutured closed and no duraseal was applied. Surgeon confirmed the patient was overactive following this surgery. This could be a contributing factor to the dehiscence of the muscle layer. Subsequently, the patient developed a csf leak. A second surgery was performed five days later to repair the csf leak. Duraseal was used in this procedure. Following this procedure, patient again developed a csf leak. The leak did not resolve as the tear was larger in size. A third surgery was performed two months later to repair the csf leak. Duraseal was used in this procedure. Surgeon indicated the duraseal appears to have stopped fluid leakage through the skin; however, a MRI confirmed a subcutaneous collection of fluid.

Manufacturer narrative:
Patient reported a cerebrospinal fluid (csf) leak following a spinal procedure. Duraseal was not used in the initial surgery. Therefore, duraseal has no association with the initial source of the reported leak. The surgeon subsequently attempted to repair the source of this leak in two successive surgeries, in which sutures and duraseal were used. These attempts reportedly failed to resolve the leak. A fourth, and final, surgery was done in which duraseal was not used. Following the fourth surgery, patient recovered without further incident. The patient also reported the following information: initial surgery occurred in 2006, in which no duraseal was used. Second surgery was performed five days later in which duraseal was used. Additional surgery was performed on the same day in which duraseal was used. Additional surgery was performed approx two months later in which no duraseal was used. The patient also reported three occasions when the site of the leak was re-stitched without using duraseal sealant. (Two times, two months earlier, and sometimes between 2006 surgery and 2007 surgery). Both the surgeon and the patient reported that duraseal was used during the surgery in 2006 and in one other surgery. (The surgeon reports this second use of duraseal the patient reports it as occurring two months later). The final surgery occurred in 2007, in which duraseal was not used. The patient also reported experiencing a deep vein thrombosis (dvt) four months after the surgery, in which duraseal was not used, and more than nine months after he last surgery in which duraseal was used. The patient suggested that this dvt may have been a side effect of duraseal. To the contrary, however, within two months after application, duraseal sealant returns to a liquid form that is naturally absorbed by the body. In addition the patient reported residual disability and continual back pain. As described in the duraseal instructions for use (IFU), supplied with the product shipped to south africa: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."